Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The "manufacturer" had previously reported an allegation that a device would not power on. The device was evaluated by the manufacturer and the customer's complaint could not be duplicated. No problem was found with the device.